Manufacturer narrative:
The patient previously had a driveline infection on (B)(6) 2018 and was reported under MFR report # 2916596-2018-04520. Approximate age of device- 6 years, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a pump exchange on (B)(6) 2018 due to major driveline infection on (B)(6) 2018. The culture showed enterobacter aerogenes on (B)(6) 2018 and (B)(6) 2018. The patient is currently recovering and will be discharged. The patient previously had a driveline infection on (B)(6) 2018 with the same type of infection, enterobacter aerogenes.

Manufacturer narrative:
Device analysis: no device-related issues were identified through the evaluation of heartmate ii lvas, and a direct correlation to the patient¿s infection could not conclusively be established through this evaluation. The pump was returned assembled with the driveline cut approximately 10.25¿ from the pump housing and the distal portion was not returned. The inlet tube and flex section were not returned. The inlet elbow was returned attached to the pump¿s inlet port. The outflow graft, outflow graft bend relief and outflow elbow were not returned. An outlet elbow screw ring was returned detached from the device. Evaluation of the inlet elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document, including section 6-9 entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook is also currently available and contains sections on ¿caring for the percutaneous lead¿ and ¿caring for the exit site.¿ no further information is available provided. The manufacturer is closing the file on this event.